Event description:
Rn accessed posiflow valve for a blood draw on central line. After site was accessed, within minutes, there was back-up of blood. Follow up with clinician confirmed that she used barrel of syringe to access site, as the product requires. Clinician reports that site appeared to be "loose" prior to access and she reports that she was unsure as to when the site was last changed. Clinician confirms that there was no pt injury.